Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-dec-19. It was reported that per the medical doctor, the battery did not seem to have moved and the issues seemed to have resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 977c265, serial#: (B)(4), implanted: (B)(6)2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator. It was reported that the stimulation was no longer covering the patient¿s right leg and was unsure if something happened to the lead. The rep stated that the patient just might need a new program. It was also stated that it was felt that the implantable neurostimulator (ins) battery has moved up 4 centimeters in the patient¿s back and was having difficulty charging. There were no known factors that might have led to or caused the issues. For troubleshooting, the rep would meet with the patient in their office on (B)(6) 2019 to further assess and troubleshoot with the doctor. The issue was not resolved at the time of the report and it was unknown if surgical intervention was planned. There were no further complications reported or anticipated.